Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for low blood glucose. Customer's blood glucose was 22 mg/dl. Customer reported that reservoir wont lock in. Customer declined to further troubleshoot for low blood glucose. Customer states that it was probably her fault because she was busy and didn't eat much. Customer reported that she was having a low and she was by herself and she unscrewed it and when she went to put it back in it wouldn't lock in. Customer states that she might pulled it but doesn't know exactly what caused the damage. Customer reported plastic missing on reservoir compartment. Advise to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Advise the insulin pump will need to be replaced. The pump will be returned for analysis.